Manufacturer narrative:
B1 correction: product problem was not previously checked. H6 correction: health effect - clinical code should also include 1924 - failure of implant as it was not previously submitted. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation, and both leads exhibited high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein one lead was explanted to address the issue.